Event description:
Doctor was removing the second tooth and a small burn was noticed on the pt. They prescribed antibiotic ointment and scheduled an additional appointment to monitor the burn. Pt is doing well after the follow up and no additional treatment is needed. Device repaired by third party.